Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had several pt that experienced a "bolus effect" after a refill session was performed. They were "very drugged for the next day or two". The physician stated that he tried to "remedy" the effects by emptying the residual medication and then flushing the pump with preservative-free saline before refilling the pump. The physician stated that he would not provide the specific pt info requested for these events. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.